Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the physician experienced difficulty finding an implant location where they did not enounter muscle stimulation. The following day the physician opted to perform another procedure where the left ventricular (lv) lead was explanted and the cardiac resynchronization therapy defibrillator (crt-d) was explanted. A new crt-d system was implanted sucessfully. No additional adverse patient effects were reported.